Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the moderately calcified, severely tortuous right coronary artery (rca). The physician attempted to place the 3.00x16mm taxus express2 drug eluting stent, distal to another stent which was already placed in vessel, through another previously placed stent. When the stent was removed, one of the struts were sticking out. The procedure was not completed due to the tortuousity of artery and another stent in the way. No patient complications were reported. Patient status reported as "ok".